Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: at 10:00 on (B)(6) 2023, the intravenous indwelling needle was disassembled for the patient's infusion, and the front end of the indwelling needle was found to be yellow, so the indwelling needle was replaced again.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: at 10:00 on (B)(6) 2023, the intravenous indwelling needle was disassembled for the patient's infusion, and the front end of the indwelling needle was found to be yellow, so the indwelling needle was replaced again.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.